Event description:
Customer reported, intermittent vertical lift problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the verticle lift power supply. System operates as intended.